Event description:
The customer reported communication failed occurs. The fe states this resulted in a system lock up, recoverable with reboot. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1, power signal pcb and motor relay pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.